Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the first ruby coil evaluated. The stretch resistant wire (sr wire) was fractured. The embolization coil was returned with its pusher assembly and was detached from its pusher assembly. The pet lock was broken on the proximal end of the second ruby coil evaluated and the pull wire was completely retracted out of the pusher assembly. The pusher assembly was fractured approximately 60.0 cm from the proximal end of the pusher assembly. The embolization coil was detached from its pusher assembly. Both pusher assemblies were kinked in multiple locations. Conclusion: evaluation of the first evaluated ruby coil revealed that the sr wire was fractured and the pet lock was still intact. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as a fractured sr wire may occur. Fracture of the sr wire will allow the embolization coil to detach from the pusher assembly. Further evaluation of the returned device revealed that pet lock was intact on the proximal end of the pusher assembly. A broken pet lock indicates that a pull force was applied to the proximal end of the pusher assembly, typically in an attempt to detach the coil with a handle. If the proximal end of the pusher assembly is not properly seated in the handle during attempts to detach, the pet lock may not break, and the coil may not detach. Evaluation of the second evaluated ruby coil revealed that the pusher assembly was fractured. This type of damage likely occurred due to forceful handling during use. Even though the ruby coil was reportedly manually detached, a manual detachment typically occurs on the proximal end of the pusher assembly near the pet lock and not 60.0 cm from the proximal end. Further evaluation of both returned ruby coils revealed that the pusher assemblies were kinked in multiple locations and the pull wires were completely retracted out of their pusher assemblies. These kinks were likely incidental and may have occurred while packaging the device for return. The pull wire of the second ruby coil being retracted out of its pusher assembly likely occurred during manual detachment during the procedure. However, the ruby coil and the handle mentioned in the complaint were not returned for evaluation the reported detachment issues during the procedure may have occurred due to the tortuous anatomy. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-01682, 3005168196-2017-01684, 3005168196-2017-01640.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully deployed a pod8 to the target location using a non-penumbra microcatheter, and successfully detached the pod8 using the handle, despite the patient having tortuous anatomy. The physician then experienced difficulty detaching two ruby coils using the handle; therefore, the ruby coils were manually detached by breaking the proximal end of the pusher wire. It was reported that another ruby coil was unable to be detached. There was no report of an adverse effect to the patient.